Manufacturer narrative:
The esu was thoroughly inspected/tested by a third party contracted testing house. The evaluation demonstrated that all features were/are functioning properly within specifications for the generator. In addition, no anomalies were found in the device history record (DHR) of the unit. In conclusion, no equipment problem was found that would have caused or contributed to the event. As reported, the unintentional thermal tissue damage was the result of user error for not connecting the accessory properly to the esu. Also, activation would only have occurred upon closing the branches when the bipolar instrument was connected to the monopolar socket and a neutral electrode was applied (i.e., the setup would have been for a monopolar instrument and not a bipolar instrument). There are several warnings in the unit's user manual related to this type of situation. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a cystectomy on the left ovary. The esu was used with a non-erbe bipolar instrument [part number: information not provided (ni), lot number: ni]. No information was provided about the settings used in the procedure. Per the user, the non-erbe bipolar instrument was plugged into the wrong socket of the esu (i.e., a monopolar socket and not the bipolar socket). Upon the branches of the instrument being closed, current was delivered to tissue between the branches and the patient's intestine was damaged. Therefore, a suture with ethibond was applied to repair the intestinal damage and no further medical issues resulted from the inadvertent thermal insult.